Event description:
The customer reported the ventilator was displaying a proximal pressure sensor autozero failure. The customer reported the device was not in use therefore there was no patient involvement or harm. An autozeroing failure may affect the accuracy of system pressure measurements. The manufacturer's field service engineer confirmed the reported problem. The service engineer replaced the gas delivery system to address the reported problem. Applicable final testing was performed to operating specifications.

Manufacturer narrative:
Gas delivery system.